Event description:
Customer reported problems with the cine disk, problems viewing images during iodine injection. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the cine disk connections. System operates as intended.